Manufacturer narrative:
According to the notes in this file, ¿catheter dislodgement was found; the catheter seemed to be dislodging slowly over time.¿ the complaint of a detached surecuff is confirmed; however, determination of the mechanism of damage is undetermined. A comprehensive inspection could not be facilitated due to the amount of tissue ingrowth found imbedded in the dacron material. In addition, the catheter was not returned for evaluation. According to the notes contained in this file, the complaint sample had been in place for approximately a year and a half prior to the complaint incident. A chr is not possible, as no manufacturing lot number information has been provided by the complainant.

Event description:
Catheter dislodgement was found. The indwelling period was about one year and a half. The catheter was inserted via the right subclavian vein and used for dialysis treatment on an outpatient basis. The catheter seemed to be dislodging slowly over time. On (B)(6) 2010, the patient visited the hospital with the dislodged catheter. Only the surecuff seemed to be left inside the patient body. No surecuff could be seen on the dislodged catheter. The dislodged catheter was discarded at the hospital.